Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) contacted biomérieux to report a misidentification of escherichia coli as shigella sonnei in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. Testing via latex method obtained a negative result for shigella; therefore the customer sent the isolate to a reference laboratory for confirmatory testing. The result returned was escherichia coli. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Culture submittal was requested by biomérieux for internal investigation. Biomérieux investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) had notified biomérieux of a misidentification of escherichia coli as shigella sonnei in association with the vitek® 2 gram-negative (gn) identification (ID) test kit. An internal biomérieux investigation was performed. The customer did not submit the strain for further evaluation. The customer reported testing the strain from bcp and cos and incubated for 26 hours at 37c. Note the age of culture for the gn card is 18-24hrs, so 26 hours is outside of culture requirements. The customer noted that the misidentification occurred with bcp, and correct identification was obtained with cos. The customer also remarked that e. Coli can be shigella latex positive; however, this should not occur. If the customer sees e. Coli positive for shigella latex, they should pursue that aberrant result with the manufacturer of that test. Two lab reports were submitted with both showing an excellent identification of shigella sonnei. On one lab report it was noted that the strain was set up from bcp. For the other lab report, it was unclear which media was used for set up (could have been cos or cps). Both lab reports showed four atypical negative reactions (ldc, ellm, dsor, phos) for an identification of e. Coli according to the gn knowledge base. A third lab report was submitted (noted as set up from cos) showing an excellent identification of e. Coli. All atypical reactions were the same except ellm was positive. The customer also noted setting up three additional patient isolates from bcp and cos and testing another lot of gn cards (2410162403) as well as the lot implicated in this complaint. However, results were either correct for e. Coli or low discrimination with shigella; although, more low discrimination calls occurred for bcp. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain or raw data, it's not possible to further evaluate the cause of the misidentification. The gn lab report prints the message "confirm by serological tests" for any identification of shigella. The customer confirmed the identification by performing shigella latex and receiving a negative result and sent it to their reference lab. Gn lot # 2410078103 and 2410162403 met final qc release criteria. These lots passed initial qc performance testing.